Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was insufficient sample draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 14-aug-2025 investigation summary bd received one photograph and 600 samples for investigation. The evaluation of the photograph demonstrated underfill. Furthermore, 20 returned and 20 retained samples from each lot were functionally tested and it was determined that all tubes drew within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4303902, for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was insufficient sample draw volume in an unspecified number of devices. No adverse impact was reported regarding the patient or us.